Manufacturer narrative:
Cerner distributed a priority review flash notification (B)(4) on april 8, 2016 to all potentially impacted client sites. The software notification includes a description of the issue and notice that a software modification has been developed to address the issue for all sites that could be potentially impacted.. Cerner corporation considers the issue to be resolved and no further narrative is required for follow-up..

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. The company's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for products such as cerner's careaware alertlink, nor are these products currently actively regulated by the FDA. This report documents information related to an issue identified in cerner's millennium careaware alertlink. This solution provides secondary notification of alerts from medical devices or nurse call systems directly to a clinician's mobile device. The issue occurs when a provider has a device permanently assigned to them. If no notification is sent to the device for more than 24 hours, the provider is removed from the system cache. When the provider returns for another shift, notifications are not sent as expected, because careaware alertlink assumes that the provider's device is not active. Patient care could be adversely affected if the provider did not receive the secondary alert to their device and did not respond to the primary alerting system. Cerner has not received communication on any adverse patient events as a result of this issue.